Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced significant night glare/blurred vision. The iol has been exchanged with monofocal lens. Clinical reason for explant was debilitating symptoms that interfere with daily functioning.